Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to inappropriate shock and electrode fracture. Inappropriate shocks occurred in both the primary and alternate sensing vectors. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to inappropriate shock and electrode fracture. Inappropriate shocks occurred in both the primary and alternate sensing vectors. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported.